Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was over 500 mg/dl. Customer blood glucose reading at the time of the incident was over 537 mg/dl. Customer treated their high blood glucose with insulin pump. High blood glucose reading started on early (B)(6) 2017. Customer had nausea. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer infusion set was changed on (B)(6) 2017 at 2:00 am. Customer did not mention if the cannula was bent. Customer did not have any air bubbles or leaks. Customer performed high pressure test and the insulin pump alarmed no delivery after the test. Customer declined to check for insulin pump setting. Insulin pump will not be returning for analysis.